Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. (B)(4). Concomitant products: sheath introducer by terumo (type unknown); chikai (asahi intecc, 0.014¿) guide wire; roadmaster catheter (goodman, 6fr); aqua v3 (cordis) catheter excelsior sl-10 (stryker) microcathter; scepter (terumo) balloon catheter; y-connector by goodman (model unknown); enpower dcb / cable (lots unknown). Very limited information was received. It was not stated which of the two non-returned microcatheters were utilized for this complaint, whether it was the aqua v3 or the sl-10 microcatheter. In addition, the rotating hemostatic valve (rhv) was not returned. The coil was returned located 45.0 centimeters off the distal tip of the green introducer and could not be advanced as received. The green introducer had no blockages. The complete introducer sheath (proximal end to the distal tip) was returned with a copious amount of concentrated blood, protein, and contrast mixture. After 24 hours of ultrasonic cleaning in a surgisoak cleaner, there were still complete blockages of highly concentrated blood plugs the introducer sheath proximal to the distal tip of the green introducer. The coil¿s socket ring has been pushed down inside the outer sheath and the proximal end of the coil has been severely damaged with compression and buckling damage. After 24 hours of ultrasonic cleaning in a surgisoak solution the coil was still blocked by multiple plugs of concentrated blood source. Note that this blockage is located 34.0 centimeters distal to the distal tip of the green introducer. No manufacturing defects were found. The complaint of the coil unable to be advanced from the green introducer into the microcatheter cannot be confirmed. With the coil being returned 45.0 centimeters off the distal tip of the green introducer (the green introducer itself had no blockages) and the microcatheter and the rhv which were not returned, the exact root cause of the coils introduction difficulty cannot be determined as the severely damaged coil was received immobile and located a considerable distance from the complaint location. The coils unreported damage of compression and buckling damage appears to have been due to distal interference. This interference may have been partly due to the solid blood obstructions found proximal to the green introducer. Based on the evidence received, the most likely contributing factor of the coil unable to be advanced into the microcatheter may have been due to interference. This source of interference may have been due to, but not limited to, a highly concentrated blood, protein, and contrast obstructions that could not be removed after 24 hours in an ultrasonic surgisoak bath which only allowed the coil to be advanced to within 35.0 centimeters of the distal tip of the unblocked green introducer before being impeded by the blood plugs. The evidence suggests that if a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the identification of the specific microcatheter (aqua v3 or sl-10) used or the return of the microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot (c38154) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced from the green introducer into the microcatheter cannot be confirmed. The exact root cause of the coils introduction difficulty cannot be determined as the severely damaged coil was received immobile and located a considerable distance from the complaint location. The coils unreported damage of compression and buckling damage appears to have been due to distal interference; the most likely contributing factor of the coil unable to be advanced into the microcatheter may have been due to this interference. Since there was no evidence from the DHR review or the failure analysis of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
It was reported by the contact at the user facility that during the procedure the physician experienced resistance when using the deltaplush coil (cpl10020430/c38154). The procedure was the coil embolization of an aneurysm at the internal carotid-posterior communicating artery to treat the subarachnoid hemorrhage. The patient's vessels were moderately torturous and mildly calcified. It was reported that the physician immediately experienced a resistance during the insertion of the complaint deltaplush coil, and could not advance any further than 3cm from the proximal end; which resulted in damage of the introducer sheath. It was replaced by another deltaplush coil of the same size, which was successfully implanted into the target site. After inserting more 2mm deltaplush coils, the procedure was successfully completed without further issues or delay. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. No damages were noted on the concomitant devices used with the deltaplush coil prior to use, during use or noted on removal. The complaint product will be returned for analysis. No further information is available.